Manufacturer narrative:
Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the surgeon found that iol had lens material hanging off the edge of the iol. The material was removed by surgeon with forceps. The removed pieces were not saved. Additional information has been requested.